Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they want to insert a new sensor but it bled. The customer¿s blood glucose was 120 mg/dl. Customer stated that the site was not actively bleeding. Customer would like to continue troubleshooting for site issue. Customer stated that the sensor was tugged or pulled on after insertion. Customer stated that the bleeding stopped. Customer stated that the sensor was fully inserted. Customer stated that the site was comfortable. Customer stated that the blood was significantly visible in the plastic base of the sensor. Customer stated that they received medical treatment as a result of the site issue. The sensor will not be returned for analysis.